Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a sheath that was broken into two pieces. The sheath was split along the score line on the left side only, leaving the body and one tab together as one piece. The other tab was separated from the sheath body. White tear marks were observed on the side of the body along the score lines. However, the body appeared smooth where it had been attached to the separated tab. Microscopic examination revealed a white outline where the tab had been attached. The probable cause is manufacturing related. Further investigation has been initiated with the manufacturing site and although the lot number is not known. A recall has been initiated under our reference number (B)(4). A recall number and classification has yet to be issued for this action.

Manufacturer narrative:
(B)(4). Additional information: manufacturing records based on recent lots shipped to this customer prior to the event were reviewed and relevant findings were identified. The lot with the relevant findings is included in the scope of recall z-2462-2015. This number has been updated in the FDA removal reporting num field as well.

Event description:
It was reported that upon removal of the sheath / dilator, one of the wings broke off making it difficult/dangerous to peel away. The sheath was able to be removed from the patient, no surgical intervention was needed. There was a delay in treatment, but no patient harm, complications or death was reported.